Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 03/20/2026 and 03/21/2026. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient¿s cgm value dropped to 69 mg/dl. The patient felt sick and was experiencing vomiting, increased thirst, increased urination, and confusion. The patient tested her urine ketone level, which was large. The patient¿s cgm was then reading 41 mg/dl while the bg meter was reading 516 mg/dl and 513 mg/dl upon recheck. The patient self-treated with an insulin injection and insulin via her tandem insulin pump per routine diabetes management. The patient did not go to the hospital. The patient was still not feeling well and was resting at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis